Event description:
User facility has this problem at least twice a week. User facility has all the ventilators hooked into a concentrator [a device that is part of the device link system, this device link system was registered with the FDA on the 510k form which downloads all the vent info into meditech so the respiratory tech can keep track of the ventilator while it is hooked onto [connected to] the pt. This time none of the data was going thru [through] the concentrator into meditech.